Manufacturer narrative:
Based on the information available, no conclusions can be made. The information obtained is limited to the journal article. The article is based around the surgeon¿s technique and does not report any device specific issue related to the bard soft mesh or how the mesh potentially caused or contributed to any patient outcome or complications. Seroma is known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use supplied with the device as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2021 based on the information available. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample not returned.

Event description:
Per journal article ¿laparoscopic management of ventral hernias by totally extraperitoneal (etep) approach: initial experience and short-term results¿ the article describes the author¿s initial experience and methodology regarding the minimally invasive technique of enhanced vision retromuscular-extraperitoneal space exploration in the management of ventral hernias, for both primary and incisional hernias. The study included twenty-one (21) patients undergoing hernia repair between july-2021 and june-2022. Two (2) of the twenty-one (21) patients in the study were implanted with a bard/bd soft mesh while the other nineteen (19) patients were implanted with a non-bard/bd mesh as part of the repair. The article does not report any device specific issue related to the hernia meshes. Seroma was the most common adverse event identified in the article as such the adverse event identified to be related to the bard/bd mesh is seroma.